Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely the following led to the malfunction: phenomenon 1 - no image: based on the facts found out in the investigation, we surmised that the cause was the faulty power supply unit. Phenomenon 2 - occasional splash of the image: according to the facts found out from the investigation, phenomenon was not reproduced. Since no further information could be obtained, we could not surmise a cause. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video processor exhibited no image due to faulty power unit. There were no reports of patient harm.